Event description:
Patient implanted with a matrixmandible recon plate on an unknown date. The plate broke postoperatively and patient underwent revision surgery on an unknown date. Reportedly, there was no extended use or excessive stress by patient.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed no anomalies noted that affect the complaint event.